Event description:
On (B)(6) 2010 the pt's wife reported she thought the pt received an e7 (electronic error) on his insulin infusion device. He switched to his backup device. There was no battery in the primary device and she could not obtain one. She stated they will call back tonight for troubleshooting. On (B)(6) 2010 the pt and his wife called back. He inserted a new battery into his primary device but it continued to display an e7. He said his device has not been stored for an extended period of time. He stated he has tried 2 new aa alkaline batteries but the e7 persists. No blood glucose concern related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device, battery and battery cover were replaced and requested to be returned for eval.